Manufacturer narrative:
One used sample was received and evaluated. Only the male adapter of the device was returned so the list cannot be confirmed based on what was received. Additionally, an ICU medical microclave was returned with the sample. Testing found that male adapter of the sample was broken off inside the micro clave. There are white drag marks indicating the use of force. Hospira had completed a formal investigation to address similar complaints due to spin collar option lok connection problems with other devices. Based upon the investigation result, hospira has identified that the root cause is related to the design. Hospira has identified that it need to make dimensional changes to the spin collar. The planned improvements will optimize the design of the thread, taper and taper protrusion of the option-lok to minimize identified failure modes and resultant complaints. The information on reprocessing of the device was requested; however, no response has been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the distal tip of the option-lok male adapter broke off. The option-lok male adapter of the primary set was connected to a needleless valve connector, to deliver an unspecified volume, of an unspecified medication. After an unspecified length of time,the nurse attempted to disconnect the primary tubing set from the needleless valve connector. At this time, it was reported that the distal tip of the option-lok male adapter broke off into the needleless valve connector, and a piece remained lodged inside the needleless valve connector. No specific details were provided. There were no reports of any adverse patient effects and no reported delay in therapy critical to this patient. No medical interventions were required. No additional information was provided.